Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion issue event on (B)(6) 2026. The patient reported that cannula was bent, which results in blood glucose level 338mg/dl. No further information available.